Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae:failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel with the perclose proglide device after an unspecified procedure. Reportedly, a cuff miss occurred. The device was removed and an unspecified closure device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.